Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter coronary balloon catheter, the balloon was unable to deflate at the lesion site and was unable to be removed from the patient. From the coronary angiogram, the proximal right coronary artery (rca) was significantly curved, accompanied by 75-90% stenosis. The lesion being treated was moderately tortuous, moderately calcified with 99% stenosis located in the mid right coronary artery (rca). The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. First, a 2.0 x 16mm non-medtronic balloon was sequentially dilated at 8atm at the right coronary lesion. A 3.0 x 33mm non-medtronic drug-eluting stent was expanded and deployed at 9atm at the lesion. The 3.0 x 12 mm nc sprinter balloon was being used for post-dilation after stent implantation at 12 atm. After the balloon was inflated inside the stent, the pressure couldn't be withdrawn. Some intervention measures were taken however the balloon could not be deflated. After repeated withdrawal of the balloon pressure, it was shown that the contrast agent in the balloon could not be withdrawn and the balloon could not be withdrawn resulting in an acute coronary ischemic event in the patient. Various instruments were tried, but the balloon could not be retrieved to the guiding catheter, so further operations were terminated and the cardiac surgery department was contacted for consultation for surgical treatment. The patient was then transferred to the cardiac surgery department for emergency surgery to remove the balloon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.